Event description:
It was reported that this right ventricular (rv) lead had dislodged shortly after implant. Subsequently, this patient underwent a revision procedure and this lead was explanted and successfully replaced with a different lead. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead had dislodged shortly after implant. Subsequently, this patient underwent a revision procedure and this lead was explanted and successfully replaced with a different lead. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. An x-ray and detailed analysis confirmed that the inner conductor coil had a break at the terminal pin). Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.